Event description:
The customers had two sensation catheters where the pump has not been able to sense the fiber-optic cable and they had to hook up a conventional a-line as their pressure source. According to the rn in the cath lab, this happened with 2 different patients.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A device and lot history record review and trend evaluation was completed for the reported product. There were no nonconformances related to the event. This is for the first iab, (B)(4).